Event description:
Patient in ir for follow up lysis treatment in left leg. When physician manipulating catheter, catheter broke off in patient. Attempts by physician to snare catheter unsuccessful. Patient had significantly calcified arteries in which the catheter got stuck. Patient was taken to the or for embolectomy not caused by broken cath, but at that time the cath was retrieved successfully.